Event description:
The customer reported the system locked up during cine operation. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. Various circuit boards and connections were reseated. Also, the cine drive was reformatted. The system was then found to be operating as intended.